Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material observed in the forceps channel could not be identified and a definitive root cause of the issue could not be determined, as there was no observed device deformation that might result in the retention of foreign material and it is unknown if the facility reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope had a piece of metal come out during the flush cycle. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additional findings were as follows: unable to reset angulation per production standard; plastic distal end cover was scratched; objective lens had worn glue; light guide lens had worn glue; bending section cover glue was cracked; insertion tube had scratches; and the light guide tube had scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.